Event description:
It was reported that the patient had been lost to follow up since (B)(6) 2010. Upon interrogation the pulse generator exhibited backup vvi mode. The software download was unsuccessful. Device replacement would be scheduled.